Manufacturer narrative:
It was not known if the lead would be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a right atrial lead revision procedure, it was noted the insulation on the right ventricular (rv) lead was separated from the lead itself. As a result, the lead was explanted. No adverse patient effects were reported.